Manufacturer narrative:
Investigation in process. Preliminary results indicate quality systems were functioning as intended. No date code has been provided for this complaint, therefore an association with any lots of known identity cannot be determined. The preliminary investigations completed have found no correlation or association between the manufacturing of the sport compact product at edgewell's dover, delaware plant and the reported tss event.

Event description:
Diagnosed with tss (bleeding heavily, in a lot of pain, vomiting, diarrhea, cramps, dizziness, burning rash on my face) [toxic shock syndrome]. Case narrative: on 15-jan-2024, a spontaneous report was received from a consumer regarding a 26-year-old female who was using playtex sport compact (unscented) tampons (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started to use playtex sport compact (unscented) tampons. On (B)(6) 2024, after inserting the product all week (first used on (B)(6) 2024), the patient experienced excessive bleeding, a lot of pain, nausea, vomiting, diarrhea, cramps, dizziness, and a burning rash on her face. Subsequently, she went to the emergency room. A cervical exam and ultrasound were performed, specimen samples and labs were obtained, and she was diagnosed positive for tss (toxic shock syndrome) from a chemical in the tampons. She was hospitalized for a day and half and treated with intravenous (IV) fluids, anti-inflammatory, anti-nausea, and steroids. The product was withdrawn on (B)(6) 2024. On (B)(6) 2024, the consumer was discharged from the hospital. As of on (B)(6) 2024, the statuses of product use remained withdrawn and the statuses of bleeding excessive, a lot of pain, vomiting, diarrhea, cramps, dizziness, and burning rash on her face were resolving. The consumer had a follow-up appointment on (B)(6) 2024 for a second set of medication (not further clarified). No additional information was provided.